Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings). Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(problem code,type of investigation, investigation findings,conclusion),h11 the fse reported that the temperature sensor on the compressor was damaged and another temperature sensor was externally mounted. All manifold tests were performed on the device and it was found that it failed fill manifold tests and drive manifold tests. A repair quote was sent to the customer, but the customer did not accept the quote. Therefore, the device was not repaired and the order was closed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during fsca, the cardiosave intra-aortic balloon pump (iabp) had a damaged temperature probe. No patient involved.